Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that during downtime, printed patient results from the atellica sample handler prime instrument, did not display critical value flags for troponin (tnih). A siemens technical application specialist (tas) was dispatched to the customer¿s site. During this visit, the tas observed that im test definition for tnih was only set for serum. The samples that did not flag for critical tnih results were marked as plasma. The sample tested is plasma. The customer changed the test definition from serum to all. Based on the siemens evaluation, it is concluded that the user error in configuration of the ranges for tnih assay potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that during downtime, printed patient results from the atellica sample handler prime instrument. The instrument initially produced an elevated troponin (tnih) result without the corresponding critical value flag. As a result, the physician(s) discharged the patient home. Approximately 13 hours later, the patient was recalled to the hospital, resulting in a treatment delay that was not initially recognized by the physician(s). The customer became aware of the event only after the physician(s) contacted the laboratory. The customer stated that the laboratory reported the correct result, however it was misinterpreted by the physician(s), who attributed the event to the absence of critical flagging during downtime. The event caused the physician(s) to miss the diagnosis of myocardial infarction. The patient was initially diagnosed with a transient ischemic attack and, upon return to the hospital, was diagnosed with a non-st elevated myocardial infarction. There are no known reports of patient adverse health consequences due to the event.